Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eleven (11) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the infusion port. This was discovered during compounding and final check. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between august 20, 2018 to august 21, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.